Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete pump reset instructions and guided them through the process during the call; the customer planned to perform a reset at home, and the case was closed by support.